Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens width was found to be in specification but the length (diameter) verification found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was replaced with a longer lens and the problem was resolved. The lens position is where it should be. Claim # (B)(4).

Manufacturer narrative:
Patient information and event date unknown.work order search: no similar complaint was reported for units within the same lot.claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+2.5/094 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.